Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a rf deactivation is suspected. When the device was interrogated on (B)(6) 2017, the last remote report had been issued on (B)(6) 2017, and no remote report was transmitted in (B)(6). The previous follow-up had been performed on (B)(6) 2017. Preliminary analysis confirmed the reported issue: a remote report was missed on (B)(6) 2017.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a rf deactivation is suspected. When the device was interrogated on (B)(6) 2017, the last remote report had been issued on (B)(6) 2017, and no remote report was transmitted in december. The previous follow-up had been performed on (B)(6) 2017. Preliminary analysis confirmed the reported issue: a remote report was missed on (B)(6) 2017.